Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-1959, awareness date 21-oct-2015). It refers to an adult (>=18y & <65y) female patient who had essure (ess205) (fallopian tube occlusion insert) inserted in 2007. The consumer reported she was implanted and it took over an hour and her doctor later complained through a chuckle when she went back to tell her she was feeling odd, that her procedure was not an easy one. She placed her on hormone pills and birth control and sent her on her way. During the course of those 6 years she suffered nausea, major cramping, fainting, hair loss, severe diarrhea, ears ringing and a constant taste of metal in her mouth. In (B)(6) 2013, she had salpingectomy (included the loss of right ovary along with the tubes and coils) done. She stated that post removal she was doing great. Product technical complaint investigation received on 13-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had major cramping. She underwent a salpingectomy and essure removal, approximately 6 years after insertion. This event, interpreted as lower abdominal pain, was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion abdominal pain may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed or identified. A relationship between the reported medical events and a quality defect was excluded. No active follow-up will be pursued, as this case was identified during health authority website monitoring.